Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the prograsp forceps instrument would not open or close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was an oophorectomy. The jaws were not stuck on tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a stuck grip tip. Further investigation of the returned instrument revealed no additional damage or abnormalities. Manual articulation was performed, confirming that the pitch and roll movements are fully functional. However, the yaw movement does not allow the grips to open and close, although the grips move to the left and right with the jaws in an open position. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c1502 - contamination of device by foreign material from environment.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further failure analysis investigation on the returned prograsp forceps instrument. The initial findings were confirmed. When attempting to manually manipulate the grips, they were unable to close. The instrument could not fit through the cannula, as the jaws were stuck open. While off the system, the jaws were manually forced closed, and a loud snapping was heard. After the snapping sound, the jaws worked and opened normally. The instrument was disassembled, and it was observed that multiple hypotubes were stuck together within the main tube, likely causing the jaws to become stuck open. There appeared to be residual soil/biodebris that felt oily on the hypotubes causing them to stick. The root cause of this failure is attributed to the user due to improper reprocessing/cleaning.

Event description:
Refer to h11 for follow-up information.